Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older (B)(4) device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged. The fourth distal stent row appeared damaged and the stent struts to be slightly lifted on one side. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues with the hypotube. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14-may-2017. It was reported that crossing difficulties were encountered.  Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a bend of between 45 and 9 degrees was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). A 3.50 x 12 mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.